Event description:
It was reported that the surgeon realized that a monofocal intraocular lens (iol) was missing a haptic during insertion of the lens. The lens was cut during the same surgery and another backup johnson & johnson lens (same model and diopter) was implanted as a replacement. Through follow up it was learned that no surgical intervention outside of the standard care was performed in the patient's left eye. The patient was fine when discharged. The removed lens is not available. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.